Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. The patient experienced diabetic ketoacidosis on (B)(6) 2024. The cgm reading was low, and the bg reading was 600 mg/dl. She felt tired and self-treated with 10 units of insulin and decided to go to the emergency room with her father. A nurse took a fingerstick at the hospital, 450 mg/dl, and the cgm reading was "low". The patient was treated with 1000cc of IV bag of fluid. The patient was discharged after 4 and half hours. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.